Event description:
It was reported that a beta bionics ilet user received restart pump alert 38 repeatedly. Last time they were told to do a firmware update, and it fixed the issue temporarily. It stopped working again in the middle of the night causing blood glucose (bg) to run high to 359 mg/dl. No firmware updates were available, so the patient's mother was wondering why it is telling her to restart. A replacement was ordered and shipped out today. The patient will be using backup insulin injections once they take off the pump awaiting the replacement. The patient described feeling "terrible," with no specific symptoms. His mother assisted with the insulin injections to reduce blood glucose.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.